Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated the centralink informatics system showed that the average on patient samples had moved away from the target average. The customer repeated the blank and standard analysis and both recovered similar values to the initial ones, which were higher than the long-term average. The customer replaced the water and repeated the blank analysis. A different operator then replaced the blank and standard solutions and repeated both and the values were acceptable. Quality controls and patient results were close to the target values once the blank and standard values were acceptable. A siemens technical application specialist (tas) was dispatched to the customer site. The tas confirmed that the value obtained for the initial blank was approximately 10 times greater than the long-term average. The issue was resolved once the blank and standard values were acceptable. The cause of the discordant, falsely low crea_2c results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low concentrated creatinine_2 (crea_2c) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The customer repeated the samples on an alternate advia chemistry instrument, resulting higher than the initial results. The corrected results from the alternate advia chemistry instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea_2c results.